Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the door failure. A field service engineer replaced all four of the tower door latches to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.

Event description:
It was reported by the customer that a pyxis medstation es system tower doors was failed. The customer reported that the tower continues to fail when attempting to retrieve the medication. There were no adverse events or injuries reported based on this event.